Event description:
The facility reported a fail code 812:02. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 812:02 was confirmed.